Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous hemoglobin (hgb) result generated by the coulter lh 750 analyzer for one pt. Customer tested a sample for hgb and obtained a result of 7.3g/dl. Erroneous result was reported outside of the lab and questioned by the physician. The pt was sent to a hospital, re-drawn and re-tested and hgb result was 8.1g/dl. Based on info provided, there was no change to pt treatment as a result of this incident.

Manufacturer narrative:
Erroneous results occurred in primary (close vial) mode on a specific sample. Previously-run pt samples were not rerun to confirm accurate back to the last acceptable control run. Controls are run once per day. Controls run before the incident recovered within range. The customer declined service. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.